Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
Patient reported left side "leak that infiltrated to the lymph nodes". Device remains implanted.